Event description:
The pt is a (B)(6) female pt who was recently diagnosed with a recurrent left inguinal hernia and a 2.3 cm saccular splenic artery aneurysm near the hilum of the spleen. During surgery to repair the aneurysm, the surgeon used a 60 mm endo-gia stapler at the hilum of the spleen. The stapler was fired and then removed. There was a small portion of the hilum still remaining. A 45 mm endo-gia stapler was then placed and positioned to staple the remaining portion of the hilum. The stapler was fired; however, there was difficulty opening the jaws of the stapler after it fired. Another instrument was used to pry the jaws of the stapler loose. The staple line was examined and was intact. The surgeon theorized that one of the coils from the embolization may have altered the ability of the stapler to release. The remainder of the surgery proceeded without further complication. There was no harm to the pt as a result of the stapler incident.